Manufacturer narrative:
(B)(4). Approximate age of device ¿ 7 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) (B)(6) 2016. It was reported that the patient developed an infection with copious pus drainage at the driveline exit site. (B)(6) was confirmed by wound culture on (B)(6) 2017. The patient was placed on antibiotics. No surgical interventions occurred.

Manufacturer narrative:
No product was returned for investigation. A correlation between the device and the reported event could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.